Event description:
The power cable for the prima xtends monitor arm had exposed wires due to a cut in the insulation. A spark from the wire was observed by a contractor replacing cabling at the facility. The power cable was replaced to repair the unit.